Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that the lead could not be maneuvered for placement due to patient's anatomy. The physician requested a new lead due to force placed on the lead during explant as he felt that he may have stretched the inner coil of the lead. A new lead was implanted. No patient complications have been reported as a result of this event.